Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed superficial damage to the patient¿s driveline. The submitted photo revealed a tear in the silicone jacket of the patient driveline. The tear did not appear to penetrate the underlying layers. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) and driveline s/n: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 28jan2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a fissure in the external jacket of the patient's driveline. The patient did not present with any symptoms of hemodynamic instability. Low voltage alarms occurred. The fissure was repaired with rescue tape and the patient was educated on driveline care and cleaning.